Event description:
It was reported that during a whipple procedure, the staple line was malformed. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the patient.